Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services certified that all scans were within the published range. The device was returned to the customer. Additional part used: probe, ami 9700, catalog: 0570-0352, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using an ami 9700 console, the device was not reading aortas with multiple users. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.